Event description:
The affiliate reported that the valve was noted to be occluded during the implantation surgery. The blood and tissues were found mixed into fluid inside the reservoir when the surgeon connected the valve to a ventricular catheter. It was reported that the ventricular catheter might have been in cistern. The backup device (82-3842) was used to complete the case.

Manufacturer narrative:
Please be advised that the FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit. As of today january 17, 2014 confirmation was received to resubmit. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.